Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential issue of incomplete hemostasis. The exact root cause was unable to be determined. The likely cause was determined to have been subcutaneous deployment of the components or insufficient tamping resulting in continued bleeding postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that delayed bleeding occurred. The angio-seal device was used for hemostasis, and hemostasis was successfully achieved in the morning of (B)(6) 2024. The next day, when the patient sat down, the puncture site was swollen and bleeding. The patient's condition was favorable and stable. The reported event resulted in patient injury and/or require medical or surgical intervention. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. It was unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with the angio-seal. Additional information was received on 08nov2024: manual compression was performed for the bleeding. The patient's condition has been improved and stable. Multiple sticks were not performed, and the procedure was not a high stick access. The blood loss was less than 250cc's.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.